Event description:
When doing PICC dressing change, the rn noticed the line was leaking tpn and lipids where the butterfly meets the line. The line was new and had been placed only six-hours prior. Line removed.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.